Manufacturer narrative:
Analysis discovered that the last recharging sessions were on (B)(6) 2016. The ins had been discharged to lock mode since (B)(6) 2016. The ins bad reduced capacity due to overdischarge.

Event description:
Information was received regarding a patient¿s implantable neurostimulator (ins) implanted for spinal pain. Manufacturer representative reported the patient was in a car accident since initial implant. It was reported that the date was unknown. Pain at the battery site as well as being unable to charge was reported. It was reported that they were unable to do a trickle charge and the battery was replaced and moved to a different location. The issue was reportedly resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.